Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. One pale yellow irrigation sleeve was returned. The sleeve appeared used and had visible particulates. There was no damage to the sleeve, however the source and origin of the particles cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. See reports of additional devices involved in the event 0001920664-2019-00192 and 0001920664-2019-00193.

Event description:
The user facility reported the surgeon found a foreign matter in the eye while using the phaco sleeve and needle. The surgeon removed the particle with forceps and the surgery was completed.